Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the implantation of the ipg was problem free until the release, there was a problem with the lock mechanism. The suture could initially only be pulled out very slowly and with resistance (despite prior irrigation and repeated irrigation during the process), but could then be pulled more and more continuously with the heartbeat. It was noted "all of a sudden the delivery catheter was pulled close to the device again and could no longer be brought at a distance". After slowly pulling out completely, the ipg dislocated into the left pulmonary artery and was recovered by snaring.

Event description:
It was further reported that the after the leadless ipg was recovered by the first snare it was released again in the right atrium, very mobile and snare was renewed, but only on the tines. Therefore, a second snare was used and the leadless ipg was successfully recovered. A large thrombi was observed on the ipg and the snare. Airlock of the delivery system was rinsed in order to remove the thrombi. Medication was then administered through the airlock. "A few minutes later, the patient presents with acute dyspnea and then cardiac arrest with asystole".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the patient died. Interventions used to help the patient included; resuscitative measures, cardiopulmonary resuscitation , medications, intubation and a temporary pacer, however these were not successful. The ipg was explanted. The cause of death is currently unknown however the physician suspected a blood lung embolism.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.